Event description:
It was reported that there was a fracture to the line. Received confirmation that the leak was 1.5 inches internal (in the patient) from the skin insertion site. It was a partial break. A new device was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.